Event description:
Attempted to close defect from emr (endoscopic mucosal resection) with apollo x-tack suture system. Device would not deploy properly. Provider was able to implant one helix, but unable to remove the catheter without pulling helix out of tissue. Called vendor rep for assistance, and watched videos of device. Still unable to get device to work properly. Finished procedure without closing defect.